Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the integrated multisensor technology sensor, ran a dilution check and ran quality control (qc) which resulted within range. The customer provided qc data from the date of event, indicating results were within range. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.